Event description:
It was reported that the pt was revised in 2009, due to wear.

Manufacturer narrative:
Eval summary: no product was returned for eval. Also, no x-rays were returned for review. The device was in vivo approx 1 year. The mating acetabular liner and femoral stem components are unk and conditions thereof are also unknown. No operative notes were returned. The pt's height, weight, and activity level are unk. The rehabilitation regime, both physical and pharmacological, and compliance thereof is unk. Based on the available info and observations, factors which may have contributed to the event of wear may be one or a combination of the following mechanisms: micro-motion between the poly liner and acetabular shell, orientation of the acetabular shell, or pt activity level, weight, and activity type are also factors which may lead to wear. Based on the available info, a definitive root cause cannot be ascertained at this time. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to be reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be rec'd, the complaint will be reopened. Zimmer, inc considers the investigation closed.